Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally began the fill tubing process, and received a minimum fill message. Reportedly, the cartridge was filled with 100 units of insulin. The customer confirmed additional insulin would be added to the existing cartridge and insulin delivery would be resumed. There was no impact to the customer's blood glucose level.